Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h, there was internal blood leakage at the bottom of dialyzer as soon as the treatment started. The blood was not returned to the patient and the estimated blood loss was approximately 200~300cc. Five days later, the patient was treated with a blood transfusion. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed blood in the dialysate side of the product. The reported condition was verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.